Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient alleges that the infusion device was delivering too low an amount of insulin and the issue was more prevalent when the insulin cartridge was near empty. No adverse event was reported. The infusion device was requested to be returned for product evaluation.